Manufacturer narrative:
Zimmer biomet complaint number - (B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Product location unknown.

Event description:
It was reported the patient underwent a right orthopedic salvage procedure. Subsequently, the patient underwent a revision procedure due to wear. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Implant date - 15 to 20 years ago (1997-2002). Concomitant medical products-unknown femoral component catalog# unk lot# unk, unknown tibial tray catalog# unk lot# unk, unknown finn assembly catalog# unk lot# unk, unknown finn femoral stem catalog# unk lot# unk. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Without the opportunity to examine the complaint product, the root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient underwent a right orthopedic salvage procedure. Subsequently, the patient underwent a revision procedure due to wear approximately 15-20 years post implantation. Attempts have been made and additional information on the reported event is unavailable.